Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within 8 days of implant, high/undefined pacing impedance was observed. It was determined that the right ventricular (rv) lead had not been fully inserted into the device header. The lead pin was removed and re-inserted into the implantable cardioverter defibrillator (ICD). The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.